Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that he is experiencing unexpected high readings. Customer was having readings in the past with his primary pump as high as 350 mg/dl. The customer is not willing to continue troubleshooting on the primary pump at this time and alleges that it is not delivering properly. No adverse event reported. A request was made for the return of the device.